Event description:
An infant admitted to nicu and umbilical arterial (uac) and umbilical venous catheters (uvc) were to be placed. Prior to placement, the uac and uvc lines were spiked and hanging in the IV pumps. The physician inserted the uac and uvc with assistance from the rn. Following the drawing of 2 sets of labs and a x-ray, the lines were connected to uac and uvc. Shortly after, the rn noticed the bedside monitor went blank and the rn began to troubleshoot. The rn noticed the infant was very pale with shallow chest rise. Immediately, the rn called for assistance and infant arrested. The physician noticed air in the uac tubing. Promptly, the rn stopped the line and removed the air. The physician was able to visualize air on the x-ray.